Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was powering off during use. The patient indicated that the alleged issue started on (B)(6) 2010, at an unspecified time. Three days after the alleged issue began, the patient claimed that she developed symptoms of dizziness and numbness. On (B)(6) 2010, the patient claimed that she received insulin treatment from a hospital due to the alleged issue. The patient also claimed that she was hospitalized for 3 days. The patient mentioned that the hospital treated her with 1 unit of insulin the first day, 5 units the second day, and 6 units the third day. During the time of concern, the patient's blood glucose was tested on an unidentified ER/hospital meter and a result of "259 mg/dl" was obtained. The patient did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms, was hospitalized for 3 days, and received insulin treatment from the hospital three days after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.